Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace interconnect cable (breaks in original cable) and the left monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not fluoro and a communications error happened. There was no report of pt injury.